Event description:
It was reported that the right ventricular lead showed signs of lead noise. The pace/sense portion of the lead was capped and then the pace/sense portion of the other existing right ventricular lead was hooked up to the device instead. No patient complications have been reported as a result of this even.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.